Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two prostyle devices after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, with both devices, a cuff miss occurred as the suture was not present when the plunger was retracted. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostyle device referenced in b5 is filed under a separate medwatch report number.